Event description:
The customer stated that he tested his blood glucose and received readings of 119 mg/dl, and lo within a few minutes of each other. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.